Event description:
The customer reported a false positive result with the ID now covid-19 assay. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 173466 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/195-260/ lot 173466 and device part number 195-430h / lot 170927. Quality control release testing met specifications and there were no conflicting results observed. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173466 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.